Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. No investigation of the device history records (DHR) was performed since the lot number is unknown and no information was found from this customer related to the product. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the safe lock apd luer lock connector, and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to the leaking safe lock apd luer lock connector, however the product was discarded and is therefore unavailable for manufacturer evaluation and/or inspection. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination or contamination with respiratory secretions. Based on the information available, the safe lock apd luer lock connector cannot be disassociated from the events. While there is presently no objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. The lack of product for manufacturer evaluation and/or inspection prevents a comprehensive clinical investigation. Consequently, the safe lock apd luer lock connector cannot be excluded from having a possible causal or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a leak with the apd adapter resulting in an infection. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic with complaints of abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture was collected, as well as a peritoneal effluent cell count. The cell count revealed an elevated wbc count of 11,163 u/l (polymorphs of 93%), and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg every other day, and ceftazidime 1000 mg daily. On (B)(6) 2020 the pdrn drew a repeat cell count to determine the efficacy of the current antibiotic therapy. The results were favorable, as the wbc count decreased to 1124 u/l (polymorphs = 25%). The peritoneal effluent fluid culture returned positive on (B)(6) 2020 for coagulase negative methicillin-resistant staphylococcus aureus (mrsa), and the patient was ordered to continue his current antibiotic course for a total of 21 days. The pdrn attributes causality to a leaking safe lock apd luer lock connector, however the sample was discarded and is unavailable for evaluation. The patient is recovering from the events and continues to undergo ccpd therapy without further issue.